Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus premier select ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal end struts stretched/damaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 46.2cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-sep-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 32mm x 2.75mm target lesion with a bend of >-90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage and shaft break.